Manufacturer narrative:
(B)(4). No devices received, log review only. The device logs has been received and the investigation is in-progress. A follow up report will be submitted with the results once the evaluation has been completed.

Event description:
Customer reported IV normal saline, 250ml bag was hung at 01:00 on (B)(6) 2014 and set to infuse a vtbi of 240ml at 10ml/h as a primary infusion. The bag was found empty at 05:30. The primary bag had been suspended on a hanger, so it is presumed that the patient may have received one or more secondary medications during the use of this primary set. There was no patient harm or medical intervention. Although requested, no additional information was provided.